Event description:
Report 3 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) suspected false positive flu b patient result was obtained. The patient sample was positive for both covid and flu b; however, the user reported visually observing a dark purple line on the test cartridge above the control line and believed this indicated a false positive flu b result. The patient is symptomatic but not for flu according to the doctor. It was noted the veritor analyzer did not provide any error codes and qc passed. No confirmatory testing was performed. There were no health impact or consequences reported. Eua203152.

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) suspected false positive flu b patient result was obtained. The patient sample was positive for both covid and flu b; however, the user reported visually observing a dark purple line on the test cartridge above the control line and believed this indicated a false positive flu b result. The patient is symptomatic but not for flu according to the doctor. It was noted the veritor analyzer did not provide any error codes and qc passed. No confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4305328. The customer reports of a visual dark purple line appearing on the test cartridge before the control line. The results received are positive for sars and flu b, and the doctor is suspecting false positive for flu b. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Returns were not available for investigation; therefore, no return sample analysis could be performed. However, a photograph was returned and showed a control line and a sars line. However, there is no analyzer data available, therefore the reported issue of false positive on flu b could not be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.